Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was removed from the packaging, it was noted to be kinked. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.